Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during routine inspection of the equipment, it was observed that the motor device was displaying an e6 error code prior to the patient being brought into the operating room. It was reported that this event was not related to a surgical procedure. It was reported that there was no delay to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the unit was displaying an e6 error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor housing completed a full rotation of motion. During repair it was observed that the flex circuit potting was cracked. It was determined that the motor housing was able to complete a full rotation due to a broken swivel pin and is due to excessive force being placed on the swivel, which is user error/misuse/abuse. It was further determined that the flex circuit potting was cracked due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.